Manufacturer narrative:
Device available for evaluation? Correction: corrected "no" to "yes" with returned to manufacturer on: (B)(4) 2014. Issue is attributed to physical damage of unknown origin. Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, health hazard evaluation, and system hazard and user misuse analysis. The DHR (device history record) was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of ''load not recalled" was reviewed from may 2013 through april 2014. The risk is categorized as "broadly acceptable." Trending analysis for the product code of "dried vial" was reviewed from may 2013 through april 2014 and did not reveal a significant trend. Trending analysis by lot number was reviewed from 10/10/2013 to 04/08/2014 did not reveal a significant trend. The hhe (health hazard evaluation) was reviewed for the risk of using instruments from a load with a positive bi result. The risk is considered low per the medical review. The shuma (system hazard and user misuse analysis) determined the risk associated with this issue is "broadly acceptable." The cyclesure® 24 bi was returned and visually inspected. The chemical indicator disk was mostly silver in color. Small areas of bronze remained and it was mottled with dark residue. No media was present in the vial. Upon removing the cap there was notable physical damage to the medial vial. This damage was not consistent with manual crushing of the bi. No stress marks were visible on the outer vial. Staining was present on the tyvek pouch. A single spore disc was present and the integrity of the plastic vial was intact. No testing of retains were performed as inspection for physical damage was performed as part of the inspection plan. This issue has been attributed to physical damage of unknown origin. The severity of the issue was defined as "limited." Tracking and trending data has not identified a trend.

Event description:
A customer reported a dried vial with a cyclesure 24 biological indicator (bi) after a completed sterrad 100s cycle. There was media leakage found inside the sterilization bag. The customer found that the ampoule had been damaged before the customer crushed the vial. The concomitant load was released for use. The content of the load is unknown. There was no injury or harm associated with the issue. In the event additional information is received, asp will submit a supplemental medwatch report. This event is reported to the FDA for user error. An item from the load was released and used on a patient before the cyclesure 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
(B)(4) - dried vial and load not recalled.